Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg implant site and high impedance on one lead. As a result, surgical intervention was undertaken. During the procedure it was noted the patients second lead had migrated. The patients ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.